Event description:
During an atrial fibrillation procedure, following sheath insertion, intermittent air aspiration was observed during air purging. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital disposed of the implicated sheath.